Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Customer called to get assistance with setting up the time and date on his meter. When customer went into the meter memory he wanted to know what hi meant. Customer stated that he would see the result of hi and just thought it was a meter error. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer stated that he does not test every day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 273 mg/dl and 293 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date at time of call is two months ago. The customer stated he is not sure if the results from the meter memory were fasting or non-fasting. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: customer is concern with the hi . Customer states that months ago he was getting good results.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Customer called to get assistance with setting up the time and date on his meter. When customer went into the meter memory he wanted to know what hi meant. Customer stated that he would see the result of hi and just thought it was a meter error. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer stated that he does not test every day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 273 mg/dl and 293 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date at time of call is two months ago. The customer stated he is not sure if the results from the meter memory were fasting or non-fasting. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: customer is concern with the hi. Customer states that months ago he was getting good results.